Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2013 due to pain, loosening, fluid collection and elevated metal ions.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).